Event description:
The customer observed an increase in control values using architect lh reagent lot 33198m200. Patient sample correlation showed an increase of greater than 2 sd. No impact to patient management was reported.

Manufacturer narrative:
This issue was identified while investigating an increase in customer complaints for upward shifts in non-abbott controls and patient samples, as well as calibration errors. Specifically, error code 1227, "assay (lh) number (641) calibration failure, fit concentration too high for cal f," may be generated, which would result in failure to obtain a valid calibration curve. Abbott has not received any reports of adverse events related to the affected lots of architect lh reagents. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.